Event description:
Report received from the USA stating that the device "stopped working and made a weird noise" when used with the console. The device was used during a tympanomastoid surgery. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the met manufacturing specifications. The event could not be duplicated therefore the event was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).